Event description:
It was reported that the customer's loaner universal oscillating saw attachment had one tooth missing. This was observed during kit inspection and therefore there was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.